Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 400 mg/dl with trace of ketones. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER one hour later with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.